Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten infusion sets bent cannula events on (B)(6) 2025. The events occurred after three or more hours of insertion. The insertion site was the abdomen, and thighs. Infusion sets were used for two hours and one day. Blood glucose level was displayed high at the time of the event due to which patient required assistance from health care professional (hcp) and patient got treated with correction bolus via pump. Patient had ketones level and discussed with health care professional (hcp). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.